Event description:
Additional information received reported no further interventions or actions were taken or planned to address the events. ***MDR decision corrected to not reportable. There was no device malfunction report. There was no additional intervention required and it was not indicated that the events resulted in patient disability or prolonged hospitalization and, therefore, the events were considered minor injury. No further reports will be submitted unless additional information received indicates a reportable event.***

Manufacturer narrative:
***MDR decision corrected to not reportable. There was no device malfunction report. There was no additional intervention required and it was not indicated that the events resulted in patient disability or prolonged hospitalization and, therefore, the events were considered minor injury. No further reports will be submitted unless additional information received indicates a reportable event.*** h6. Event coding updated based on the correction and additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline occluded. At the 1yr follow-up mra imaging on (B)(6) 2019, site reported r<(>&<)>r class 1 where a reported r<(>&<)>r class 2 with comment "mra shows little inflow that was not visible in previous dsa, method related, not a sign of worsening" was also noted. Two adverse events were reported where one was regarding a vasospasm during procedure and the other was regarding the stenosis at 180-day follow-up visit. There was no additional medical intervention required to prevent permanent injury or impairment.